Manufacturer narrative:
This is a supplemental followup to provide the investigation conclusion to. A customer from the united states alleged generating a discrepant flu a and flu b due to the clinical presentation of the patient while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. No harm alleged. Although requested no data was provided therefore the specific mechanism for the discrepancy could not be confirmed. Results was reported to the clinician. The clinician questioned the result due to the clinical presentation of the patient and disregarded the positive results. The sample was not retested. As no data was provided through the case, the specific mechanism of the allegation or a possible root cause could not be established. An investigation was performed on the alleged reagent to rule out any contribution to the allegation. The customer¿s allegation is substantiated. (B)(4).

Manufacturer narrative:
A customer from the united states alleged a false positive influenza a and b, negative sars cov-2 while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Positive influenza a and b results were reported but no harm was alleged. Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. ------ (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a false positive influenza a and b, negative sars cov-2 result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive influenza a and b results were reported, but the customer stated that the physician disregarded the results and they only needed the sars-cov-2 result. Data was not provided therefore a full evaluation of the alleged erroneous result could not be determined. The erroneous result was not repeated. An investigation to evaluate the customer issue is ongoing. Per FDA guidance, one(1) MDR will be filed, one per discrepant result.